Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the left ventricular (lv) lead was drawing a lot of energy. Follow-up concluded that the lead had exhibited a rise in pacing thresholds. The lead was reprogrammed. The patient reported feeling ¿fluttery, pressure¿, and just not feeling right after the reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.